Event description:
It was reported that the circular loop detached from the lasso catheter and became lodged in the chordae of the left ventricle. Additional follow up with the customer indicates that the ep doctor was sweeping the lasso from the left pulmonary veins over to the right side, at which point the lasso was dropped into the ventricle and became entangled in the chordae of the mitral valve. The doctor tried to disentangle the lasso by clocking or rotating the lasso, first one direction and then the other. However, this attempt to disentangle the loop was not successful. The doctor then advanced a sl1 sheath over the loop to straighten the loop. At that point, the lasso loop sheared off. There were attempts made to retrieve the loop with a snare device, but they were not successful. Further information provided by customer indicates that the lasso loop was removed from the chordae via left atrial incision/sternotomy requiring cardiopulmonary bypass (cpb). The loop fragment was removed in two pieces to avoid injury to the mitral apparatus. Per customer, there was no injury to the mitral valve by intraoperative transesophageal echocardiography (tee), and the patient is doing well and is expected to fully recover.